Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) evaluated the instrument. The fse replaced a tube type a to resolve the issue. (B)(6).

Event description:
The customer reported a leak from the au480 clinical chemistry instrument. The customer did slip and twist their knee due to the leak from the instrument. The customer did see the doctor and an x-ray was taken. The customer was placed in a knee brace and is now taking pain medication and ibuprofen.